Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2006 - the patient underwent surgery for implant of an unspecified bard/davol perfix plug. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Event description:
The following was alleged by the patient's attorney: (B)(6) 2006 - the patient underwent surgery for implant of an unspecified bard/davol perfix plug. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2006 - patient was diagnosed with direct right inguinal hernia thereby underwent open repair with implant of perfix plug (device #1). Per operative notes, "there was evidence for quite a large direct hernia. The hernia sac was then pushed into the abdominal cavity, and the floor was fixed with extra large bard perfix plug (device #1). The flat mesh was presented to the floor." (B)(6) 2010 - patient was diagnosed with bilateral inguinal recurrent hernia thereby underwent open repair with removal of perfix plug (device #1) and implant of two bard modified kugel meshes (device #2 & #3). Per operative notes, "extensive adhesions from the previous surgery was encountered and this was lysed. Encountered the mesh and this had been extruded into the subcutaneous tissue and partially out the external inguinal ring. The mesh has pretty much encased the cord. Excised the segment of the vas deferens along the mesh. The mesh was excised. A large modified kugel mesh (device #2) was placed and secured. In the right hernia, sac was dissected and a large modified kugel mesh (device #3) was placed in the preperitoneal space." Attorney alleged that the patient had adhesions, nerve damage, pain, hernia recurrence, other organ perforation, segment of vas deferens excised along with mesh and emotional injuries.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided: based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 4 years 4 months post implant of perfix plug, patient was diagnosed with adhesions and hernia recurrence thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists adhesions and hernia recurrence as possible complications. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.